Event description:
Additional information reported by the patient that the hurting sensation they experienced with the informational power-on-reset had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was at home and saw an informational power on reset (por) error code and therapy had stopped due to the por. As a result the patient was hurting which started the day of the report. The patient had not had any recent medical tests or emi exposure but did mow the lawn. It was unknown if the por was related to an overdischarge event. It was reviewed how to clear the por with the patient programmer which was successful. Following this therapy was adequate.

Event description:
Additional information received reported that the hurting sensation was resolved. The unit came on and relieved the patient's pain right away.